Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto bolus, the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance from emergency services to treat bg level; however, customer was unable to provide additional information regarding treatment received. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.